Manufacturer narrative:
Upon further review, correction is being made to the reported issue which is green image on the monitor, not no image. This is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
Additional information is not yet available for this event. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during an unknown therapeutic procedure a loss of image was experienced because of the device. The issue became worse when using cautery. It was also observed that the image was green. This issue was resolved by troubleshooting and changing the setting from hdtv(rgb) to sdtv. There is no reported harm to any patient.

Manufacturer narrative:
Additional information has been received for this event. Correction being made for serial number as incorrect serial number was provided in the initial MDR and concomitant devices. This supplemental report is being submitted to provide this information. The customer issue with this device was resolved during troubleshooting. The customer did not have any further issues with the device.